Manufacturer narrative:
Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Records analysis was performed by the supplier for bupivacaine-marcaine lot # 57-237-ev and confirmed that the reported lot continues to meet all specifications. (B)(4). Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors.

Event description:
It was reported that during use of the portex® spinal anesthesia tray bupivacaine failed.